Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Noise was able to be recreated by having the patient lay down and sit up. The noise was felt to be related to myopotentials. It was reported that the physician programmed tachycardia therapy off and planned to schedule a device replacement and implant of a transvenous system. The patient was offered a lifevest, however, refused at this time. Device replacement has not yet been planned. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Noise was able to be recreated by having the patient lay down and sit up. The noise was felt to be related to myopotentials. It was reported that the physician programmed tachycardia therapy off and planned to schedule a device replacement and implant of a transvenous system. The patient was offered a lifevest, however, refused at this time. Device replacement has not yet been planned. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Noise was able to be recreated by having the patient lay down and sit up. The noise was felt to be related to myopotentials. It was reported that the physician programmed tachycardia therapy off and planned to schedule a device replacement and implant of a transvenous system. The patient was offered a lifevest, however, refused at this time. Device replacement has not yet been planned. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.